Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adapter, video controller, the central processing unit were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9800 sys had a double image on the left monitor prior to a case. No pt injury was reported.